Event description:
Complainant alleged that while attempting to defibrillate a patient with multiple sclerosis and a long histry of an upper respiratory infection, the device displayed a "poor pad contact" message and did not discharge. The clinician was able to obtain another device to continue defibrillating the patient. The patient received one shock of 250 joules. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.